Event description:
The olympus field service engineer reported (on behalf of the customer) that during preparation for a therapeutic laparoscopy procedure, the hd 3cmos autoclavable camera head displayed error messages e216 (image does not appear) and e226 (scope communication error) on the monitor screen. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of error codes e226 and e216 was confirmed. Additional findings include that the plug unit had a crack, and the camera cable was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure and error code e216 and error code e226 errors occurred. The cause of occurrence of the cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.